Event description:
Healthcare professional reported right side " rupture". Device remains implanted.

Manufacturer narrative:
Initial reporter email continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional noted in the image report ''there is a 2x3x4mm benign simple cyst which corresponds to the mass seen mammographically [per us.'' Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., h.6.